Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned, and sensor was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and perform simvivo test. All results were within specification.section the manufacturing date has been updated based on product download

Event description:
A customer reported a low readings issue with the adc freestyle libre, having received continuous sensor scan results of 'lo' (reading less than 2.3 mmol/l) compared to competitor meter readings of 8.5 mmol/l, 10.9 mmol/l, and 5.7 mmol/l. The customer ate food (unspecified type/quantity) and subsequently lost consciousness. He was taken to a hospital where he was diagnosed with hyperglycemia and insulin was administered for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with the adc freestyle libre, having received continuous sensor scan results of 'lo' (reading less than 2.3 mmol/l) compared to competitor meter readings of 8.5 mmol/l, 10.9 mmol/l, and 5.7 mmol/l. The customer ate food (unspecified type/quantity) and subsequently lost consciousness. He was taken to a hospital where he was diagnosed with hyperglycemia and insulin was administered for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre, having received continuous sensor scan results of 'lo' (reading less than 2.3 mmol/l) compared to competitor meter readings of 8.5 mmol/l, 10.9 mmol/l, and 5.7 mmol/l. The customer ate food (unspecified type/quantity) and subsequently lost consciousness. He was taken to a hospital where he was diagnosed with hyperglycemia and insulin was administered for treatment. There was no report of death or permanent impairment associated with this event.